Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for lead replacement procedure. It was noted that the right atrial (ra) lead exhibited noise and high capture threshold. The ra lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold and noise over-sensing which resulted in inappropriate mode switch. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: the correct medical device problem code should have been over-sensing, capturing problem and pacing problem, rather than signal artifact/noise and capturing problem. The correct event description in b5 should have been "it was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold and noise over-sensing which resulted in inappropriate mode switch. The ra lead was explanted and replaced. The patient was stable." Rather than " it was reported that the patient presented for lead replacement procedure. It was noted that the right atrial (ra) lead exhibited noise and high capture threshold. The ra lead was explanted and replaced. The patient was stable." The correct d6a - date of implant should be (B)(6) 2014 rather than (B)(6) 2015.